Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported the patient was admitted to the hospital on (B)(6) 2019 due to acute leukemia. At 16:00 on (B)(6), a PICC was placed from the left basilica vein through blind insertion according to the surgeon¿s advice. The procedure succeeded via one puncture, with less blood. At 07:00 on (B)(6), errhysis occurred at the puncture site. Unsatisfactory results were achieved after dressing changed and compress applied. Since (B)(6), 3-day daunorubicin and 7-day cytarabine chemotherapy performed according to surgeon¿s advice. On (B)(6), blood platelet value reached 15*109/l. Blood platelet 1 treatment was applied for and cytarabine continued. On (B)(6), norepinephrine cotton ball was externally applied to the puncture opening and then pressure dressing. Not removed catheter temporarily and made observation. From morning of (B)(6), bleeding decreased, with blood hardly spotted by that night.